Manufacturer narrative:
It was reported there was a white foreign matter, like epoxy, adhered to the cannula of one of needle. To aid in the investigation, two samples in opened packaging blisters and seven photos were provided for evaluation by our quality team. A visual inspection was performed. One sample has an epoxy drip over on the needle at 3/8" from the needle tip. The other sample has no drip overs and the epoxy at the bottom of the needle at the needle hub. The epoxy was measured and the results were within specification. No other defects or imperfections were observed. The seven photos provided show the samples received. The epoxy drip over defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 305211, lot number 1301733. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed in one of the two samples.

Event description:
It was reported that white foreign matter was found within the bd¿ blunt fill needle with filter. This event occurred 2 times. The following information was provided by the initial reporter, translated from japanese: "white fm was found upon unpacking."